Event description:
Boston scientific received information that high pacing impedance measurements were observed on the implantable cardioverter defibrillator (ICD) and right ventricular lead through the remote monitoring system. Attempts to obtain additional information were unsuccessful. The device and lead remains in service. No adverse patient effects were reported.

Event description:
Additional information was received confirming the model and serial number of the rv lead and that there was no revision was done. The patient has not yet been seen in clinic to evaluate their pacing system. Also, no noise was observed during the patient's last follow up. The patient is not a pacemaker dependent.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.